Event description:
Follow up information received identified the patient had his scs ipg replaced. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was inoperable. A company representative met with the patient and found the patient's scs ipg was unable to communicate with the patient programmer. Reportedly, the patient stated he stopped using the scs system over six years ago due to difficulty in charging. Surgical intervention may be taken to replace the patient's scs ipg.